Event description:
Customer reported via phone call that the sensor was reading low and the insulin pump was suspending. Customer stated that the sensor would 40 mg/dl when the blood glucose readings would really be 70 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.